Event description:
It was reported that the attachment device was getting hot. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. However, the reporter stated the event occurred in (B)(6), 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative:the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed the temperature assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn bearings due to normal wear and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.